Event description:
Customer claims that the canopy window pull tab is missing from the body of the zipper. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper pull tab, missing. Eval results: eval of the product shows that only the pt access left side window was returned and the zipper slider body is open. (B)(4).